Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit board (gui pcb xena ii) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated an alarm and alert message. Ventilation was reported to have stopped. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.